Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Two (2) devices were received without the original packaging. No defects were found during visual inspection. Each device was inflated with air to check the inflation of the cuff and immersed in water, no leakage was detected. The complaint was not confirmed. No root cause could be determined since the complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken since the complaint was not confirmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing, the cuff of the trach tube was filled with sterile water to check that it was functioning properly. Water did not remain in the cuff, it went back into the pilot balloon. No patient injury or involvement reported.